Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the self test did not pass and leak occurring at the reservoir barrel or o ring. The customer's blood glucose level was unknown. Customer states there is fluid in the reservoir compartment. Troubleshooting was assisted. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No moisture damage on electronic assembly or motor assembly noted during visual inspection. (B)(4).